Event description:
It was reported that the tip of the screw driver broke while inserting the bone screw. The broken pieces of the driver were able to be removed and nothing was left in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Visually confirmed sleeve broken between stress relief fillets of retaining tabs. Microscopic examination of fracture revealed quasi-brittle fracture, with no indication of fatigue or torsion, suggesting possible bending moment; crack appears to have initiated at stress relief fillets. The sleeve of the instrument does not see any force upon normal use. A review of the device history records did not identify any applicable nonconformance to specification.